Event description:
While administering a medication using the syringe, the medication traveled behind the plunger resulting in the patient receiving a subtherapeutic dose of medication. In addition, the safety needle mechanism of the syringe failed to activate after administration. It took several attempts before the needle would safely retract. Upon evaluation there was no harm to the patient. Clinical decision not to attempt to repeat medication administration due to risk of harm to patient and unclear how much medication the patient did or did not receive.